Event description:
The customer reported to customer service that the power adapter for her breast pump fell into the counter from the outlet and cracked apart.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that after the transformer fell, the housing broke completely apart. She did not witness any smoke, fire or sparking and no injury was sustained as a result of the issue. The product was received and evaluated and a breach in the transformer housing was confirmed. A breach in housing is typically associated with dropping the unit onto a hard surface or other type of severe impact - as the customer stated was the case regarding her transformer. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. (B)(4). Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged and the voltage across the dc plug was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured 12 kilo ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which is not normal and indicates that the thermal fuse did blow.